Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e101" occurred during a procedure. The intended procedure was completed using the same device with no delay in procedure reported. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e101 error could not be identified. However, it is likely the cause is related to the temperature inside of the device increasing when a non-olympus lamp was used, which was higher than the temperature when an olympus lamp was used. In turn, this was attributed by the user¿s mishandling of the device. Per the manufacturer¿s instructions for use: chapter 6 lamp replacement/6.1 replacement of the examination (xenon) lamp always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Cv-190 instructions/9.2 troubleshooting guide. E101 clv temperature err e101. Check ventilation grills. The temperature inside of the light source has increased and the safety mechanism is working. Immediately turn off the light source and turn it on again after a while. If the same problem is occurred after turning on the light source again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor field performance for this device.